Event description:
It was reported that this pacemaker patient presented to the emergency department after experiencing ventricular fibrillation and receiving external cardioversion. It was questioned whether the threshold test of the pacemaker had contributed to the patient's arrhythmia. Technical services review of the device logs was pending. The pacemaker was deactivated, and the patient received a new cardiac resynchronization therapy defibrillator implant. No other adverse patient effects were reported.

Event description:
It was reported that this pacemaker patient presented to the emergency department after experiencing ventricular fibrillation (vf) and receiving external cardioversion. It was questioned whether the threshold test of the pacemaker had contributed to the patient's arrhythmia. The pacemaker was deactivated, and the patient received a new cardiac resynchronization therapy defibrillator (crt-d) implant. Technical services review of the device logs indicated that the onset of the vf in relation to the threshold test appeared to be coincidental; however, it was noted that in the episode there was unnecessary pacing occurring due to undersensing. Intermittent undersensing was also observed on subsequent episodes. The pacemaker remains implanted in the patient. No additional adverse patient effects were reported.